Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet, with pump readings showing high glucose for several hours and a subsequent fingerstick of 458 mg/dl; supplies were changed and customer support offered site-change guidance, which was declined. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information about a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.